Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for inability to attach as intended with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to inability to attach as intended as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode inability to attach as intended. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® one use holder it was difficult to pierce through the stopper. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing push back with vacutainer. The tube is popping off or not staying flush causing the tube to not fill completely."

Event description:
It was reported when using the bd vacutainer® one use holder it was difficult to pierce through the stopper. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing push back with vacutainer. The tube is popping off or not staying flush causing the tube to not fill completely."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1349100; medical device expiration date: na; device manufacture date: 2021-12-15. Medical device lot #: 2293594; medical device expiration date: na; device manufacture date: 2022-10-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.